Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the cause of the impacted bg was due to the customer's settings; the customer believes his 2:00 a.m. Basal rate needs to be adjusted by his health care provider (hcp). Tandem's technical support group recommended the customer to reach out to his hcp regarding the setting adjustment. The customer performed a correction bolus to stabilize bg level.